Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead in segments was returned for analysis. Blood/body fluid was observed on all conductors (not obstructed). The outer insulation was breached/cut and had cosmetic depression. Blood was observed in/on helix mechanism. A white substance was observed. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that the lead had high impedance and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.